Manufacturer narrative:
During an enterprise vrd assisted coil embolization of an internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous severe resistance was encountered when advancing the enterprise system through the prowler select plus microcatheter (mc). The delivery wire got stuck. An attempt was made to withdraw the vrd delivery system, but when the delivery wire was pulled back the mc also trailed it. Therefore, the enterprise system and mc were removed as a unit. The procedure was continued using a new mc and a new enterprise vrd. The procedure was completed with no further issues and there was no patient injury reported. Prior to use there were no defects (kink, bends etc) noted on either the mc or the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Initially the prowler select plus was placed at the m1 section of the middle cerebral artery and an excelsior sl10 was also placed in the target aneurysm followed by attempted delivery of the enterprise. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise vrd lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with prowler select plus lot 15576057 presented no issues during the manufacturing process that can be related to the reported complaint. One non-sterile enterprise vrd and delivery wire was received coiled in a plastic bag, the delivery wire was found bent, no other anomalies were noted. The delivery wire coil tip and stent were found inside the prowler select plus. The introducer tube was not received. Coil tip and stent were observed under the microscope under the microscope and no anomalies were noted. The distal end of the microcatheter was inspected under the microscope and a flat was found at 3mm from distal end, no other anomalies were noted. Functional test was performed and while advancing the enterprise through the prowler select plus the delivery wire got stuck on a flattened section of the microcatheter distal body and could not pass completely through. The same test was done using a lab sample microcatheter and the enterprise could pass completely through it. The ID of the microcatheter was measured and was found within specification. The reported inability to advance the enterprise through the prowler select plus microcatheter was confirmed with functional testing and was due to the compressed area found on the distal body of the microcatheter. There was no discrepancy with the returned enterprise and a lab sample microcatheter. With review of the device history records and the analysis there is no indication of any manufacturing defect or anomaly contributing to the event as reported. The cause of the damages found on the microcatheter could not be determined; however, the device would have been advanced over a guidewire to the target site prior to insertion of the enterprise. Although a definitive conclusion cannot be made, based on the analysis and available information, it appears that procedural/clinical factors or device handling may have contributed to the event. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00231 and 1058196-2012-00232.

Manufacturer narrative:
Note: this is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00231 and 1058196-2012-00232. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Per received report: the procedure was coil embolization assisted with vrd (enc452812/10106627, complaint product) of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous. Initially, a prowler select plus (606-s255x/15576057, complaint product) was placed at the m1 section of the middle cerebral artery and an excelsior sl10 was also placed in the target aneurysm. Then, while the physician was advancing the vrd delivery system in the prowler select plus, he experienced severe resistance and the delivery wire got stuck. He once tried to withdraw the vrd delivery system but when he pulled the delivery wire back, the microcatheter also trailed it. As such, he decided to retrieve both the microcatheter and the delivery wire as a unit, and the procedure was continued using a new microcatheter and a new enterprise. Afterwards, the procedure was completed with no further issues. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Both the vrd and the microcatheter are going to be returned for evaluation. No further information is available and procedural images are not available. Additional information received from the affiliate indicated that the complaint did not associate with losing target in the aneurysm. There was no stretching or unintended detachment that occurred and no delamination of inner lumen noted. The event occurred during procedure.